Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that a lead fractured was identified during a device replacement procedure. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.